Event description:
Customer's friend alleged, a blood glucose value of 117 mg/dl on the aviva system accompanied by symptoms of hypoglycemia and near unconsciousness. The friend poured orange juice into customer's mouth and he felt better in 15 minutes. Return of the suspect product was requested; replacement product was sent.